Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned product noted: the obturators were received. The trocars and cannulas appeared intact. The envelope seals and circular seals appeared intact. The insufflation ports appeared intact. The distal end of the radially expandable sleeves was torn. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the torn radially expandable sleeves may occur when mishandled during clinical application. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when placing trocars in the patient on a laparoscopic procedure, the device started to evaginate when the needle was being removed. The dilator/trocar pierced through the sleeve when the surgeon was introducing it into the patient. This happened with two systems. New trocars were opened and used in place of the two sets that failed. There was no patient injury.